Event description:
It was reported starting five days prior the patient was getting shocked down her right leg to her foot and she had a burning sensation. It was a very painful shock. The patient turned stimulation off because of the pain. It was noted she continued to feel the shocking stimulation even with stimulation off; it was not continuous, more off and on. The next day the patient called her doctor who instructed her to turn her device back on but to turn stimulation down. The stimulation was still very painful and the she had to turn it back off. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va009bl, implanted: (B)(6) 2012, product type: lead. (B)(4).